Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the target lesion was the mid to distal rca. While implanting the 2.5 x 23 mm xience v stent, a dissection occurred at the distal edge of the stent. A 2.25 x 18 mm xience v stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection is a known potential outcome of coronary stenting procedures, and is listed in the device instructions for use as a potential adverse event. There were no reported difficulties deployment the stent implant, and no damage was noted to the device at the time of the procedure which could have contributed to a dissection. Thus, there are no indications of a product quality issue affecting the procedure, though a definite root cause for the dissection cannot be determined.